Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing stimulation in the wrong location and pain at the "tailbone" where the leads are "anchored." The event occurred while stimulation was turned on and off, following strenuous activity or exercise (the patient was moving and had been lifting heavy objects). There was a "soft lump" on the "tailbone." It was noted that the stimulator was implanted to treat the patient's "ic pain". The patient was at home in fair condition at the time of the report. Additional information was requested.